Event description:
I was a contact lens wearer. In 2008, I developed an eye infection. I thought it would heal itself. My eye was swollen, tearing and very painful. I was unable to handle the light. I was unaware that I had no vision out of my left eye until I went to urgent care on two days later and was also diagnosed with a corneal ulcer. I am still under a doctor's care and was out of work for 3 weeks. I have permanent corneal scarring and as it stands right now, will be able to have vision correction surgery. I am also unable to wear contacts for at least 6 months. At the time of this incident, I was using amo complete moistureplus multipurpose solution. I still have the bottle. The identifying information is lot# ac02777, exp. 6/09. Dose or amount: a squirt, frequency: daily, route: ophthalmic. Dates of use: 2003 - 2008. Diagnosis or reason for use: contact lens solution. Event abated after use stopped or dose reduced: yes.